Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the down arrow keypad button is intermittently unresponsive and the ok button symbol is worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.